Manufacturer narrative:
Brand name - magill shaped endotracheal tubes (ett) with hvlp cuff 7.5mm. (B)(4). Based on the available information, this event is deemed a product malfunction. No patient harm was reported. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted.

Event description:
It was reported that "the sealing margins of the product pouch were narrow that it might affect the sterility of the product." Photos were provided. Product was not used.

Manufacturer narrative:
Received product sample and confirmed to be a convatec product: there was (1) uno endo murphy 7.5 mm received. The product margins did appear to be narrow based on visual inspection. The product will be kept until investigation has been completed. No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).